Event description:
Procedure type: laparoscopic assisted sigmoid resection, hartmann procedure. According to the reporter: four days after operation, during a CT scan, leakage was observed of bowel contents. The pt was re-operated and the stoma was revised.